Manufacturer narrative:
Insulin pump monitored for several days. Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and run currents however failed at stop current due to voltage leak on electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received off no power alarm. The blood glucose level was unknown. Customer stated that this was the second occurrence of off no power alarm without low battery warning. The product will return for the analysis.